Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. No anomalies were found however blood/body fluid was observed throughout the outer tubing overlay and on the lobe mechanism.

Event description:
It was reported, during the implant procedure, positioning/fixation difficulty was encountered. Consequently, the lead was withdrawn and replaced uneventfully. No patient complications have been reported as a result of this event.